Event description:
It was reported that during defibrillation threshold testing involving this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD), the patient was induced and the s-ICD charged briefly, but then exhibited a message saying the charge was being aborted. A few seconds later, the s-ICD then appropriately shocked the patient. Review of the episode noted the induced rhythm showed some large variation in the signal amplitude, similar to torsades de pointes which was then undersensed by the s-ICD. Boston scientific technical services advised this situation has only ever been observed during the induction and is likely related to internal capacitive coupling due to the induction. As a shock was delivered successfully, no further changes were made to the s-ICD and it remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.